Event description:
Customer reported experiencing ongoing intermittent low blood glucose levels over the past few months, with the lowest levels ranging from 45-55 mg/dl. Customer consumed carbohydrates to address this and was advised by technical support to consult with a healthcare professional for further insights into the issue.